Manufacturer narrative:
Analysis of neurostimulator model 37712 (B)(4) showed that medical adhesive was observed in between the #13 and 14 balseals, prohibiting lead insertion into the connector port. A known good lead was unable to be completely inserted into the #8-15 port.

Event description:
It was reported that the 8-15 connector port (bottom) on the implantable neurostimulator would not allow the lead to be seated properly. Impedances testing confirmed the improper seating. Multiple attempts were made to adjust the set screw, but this did not resolve the issue. Both leads were able to be seated into the 0-7 connector port. A new ins was implanted without further complications. It was alleged that a foreign material was in the connector port that blocked the entry of the lead. No patient outcome was reported. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.